Event description:
Boston scientific received information that the patient implanted with this device system reportedly felt symptomatic during atrioventricular nodal reentrant tachycardia (avnrt) episodes. It was reported that the patient experienced a syncopal episode on a previous unknown date. Technical services was consulted and discussed that it was a possibility that the avnrt was observed in correlation with a gradual shortening of the a-a intervals. The patients' physician believe the rhythm was avnrt and the patient was prescribed medication, along with continued monitoring for further episodes. No device reprogramming was performed and no further complications were noted.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.